Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal and distal coils were squeezed, damaging the distal insulation at 35.3 cm from the distal tip. The damaged distal insulation could cause a short circuit between the proximal and distal coils resulting in the reported low impedance.

Event description:
It was reported that the atrial lead exhibited impedance of less than 100 ohms in bipolar and less than 80 ohms in unipolar. The lead was explanted and replaced.